Event description:
It was reported there was an infection present at the ipg site. Patient was given antibiotics to address the infection. The patient's scs system was explanted because the infection hadn't resolved. No further information is available.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information and patient weight. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.